Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. Investigation: samples received: 1 unopened race pack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis. We have tested the knot pull tensile strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.37 kgf (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) additionally, needle attachment strength test has been conducted on the closed sample received in order to discard a faulty needle attachment during manufacturing process that could cause splitting in the thread. The needle attachment strength result fulfils the requirements of the european pharmacopoeia (ep): 1.53 kgf (ep requirements: 0.46 kgf in average and 0.26 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the thread broke during surgery. The reporter indicated that two threads have caused problems during application, as the threads have split into two parts. Additional information is not available.